Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and would not close properly. The customer stated that this malfunction occurred while dispensing the medication. There were no delay, no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and would not close properly. The customer stated that this malfunction occurred while dispensing the medication. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 had failed to close properly. A field service engineer (fse) found that the cubie had failed. Upon arrival, no failures were found, tested the drawer 2.2 in hardware test application (hta) with no issues. The system functioned as intended after the field service engineer investigated the issue.